Event description:
It has been reported to us that during the procedure the guidewire separated and was successfully removed using a snare. The physician inserted the guidewire into the pt. The physician attempted to introduce a sheath over the guidewire and the guidewire separated. The separated section of the guidewire was successfully removed using a snare device. An attempt to obtain additional information about the case has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.device evaluation anticipated, but not yet begun.